Event description:
It was reported that the customer received multiple no delivery alarms from her insulin pump. The customer changed her insertion site, her infusion set, and her battery, but still received a no delivery alarm. Her blood glucose reading was 208 mg/dl. Troubleshooting was performed as follows: a pump rewind was performed; the reservoir was removed from the insulin pump then reconnected; the infusion set was disconnected then reconnected at the tubing connector; and a manual prime was successfully performed. The insulin pump performed according to specification. The alarms were caused by an occlusion in the reservoir or infusion set. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).